Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. Evaluation of the laser determined the delivery function would not hold system settings after alignment. The sub-system component was replaced, aligned and calibrated. System was tested and meets manufacturing specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the laser created a decentered flap during operation and treatment was aborted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.